Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) further reported that temporal over current caused the eos as battery voltage temporary lowered to the range of eos. It was noted that the issue had not been resolved, follow up is being done to get clarification on what this means.

Event description:
A manufacturer representative initially reported the implantable neurostimulator (ins) did not work. The patient visited a hospital as an outpatient because the therapy seemed to not work and could no longer control their symptoms. A physician checked out the system and found the device was at end of service (eos). The device displayed the battery condition at 2.95v and impedances were normal. It was noted that if the ins could be restored at that time the physician would continue to use it; if the ins didn¿t work anymore it would be replaced. The patient was without therapy and their condition could not be controlled. The patient¿s symptoms had not improved, but they had returned home at that time. The device remained implanted as of (B)(6) 2015. Additional information from a manufacturer representative reported the patient¿s ins was later replaced on (B)(6) 2015. During the replacement procedure, ¿tests of all electrode combinations were performed using an external neurostimulator (ens)¿ in combination with the patient¿s lead and with the patient¿s lead and extension and there were ¿no problems¿ found. As a result, only the patient¿s ins was replaced at that time and the incision was closed. As of one week after the replacement procedure, ¿the patient was in the hospital¿ and their ¿physician¿s plan was to begin stimulation once the results of the analysis (of the ins) were available.¿ it was noted the patient¿s condition was being observed at that time. A supplemental report will be filed if additional information is received.

Event description:
The rep further reported that they knew the system could not be restored once the battery voltage being lower than 2.2v, or eos line even if the voltage was restored over 2.6v.

Manufacturer narrative:
(B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The rep further reported that the ins analysis revealed the battery swell, suggesting temporal overcurrent. It was assumed that low impedances was the cause. The issue was not resolved, they were gathering other information for explanation.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery eos or eri longevity not met, cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.